Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a PICC line infusion of velitri was noted to be leaking between the primary tubing and the extension set while connected to a patient. The set was secured however it continued to leak. The tubing was replaced and there was no patient harm.